Manufacturer narrative:
Additional information: h6 and h10. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a one-link non-dehp y-type microbore catheter extension set broke which resulted in a blood leak. The patient was connected for therapy at the time of this event. To resolve this issue, the set was replaced, and no further leaking occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.